Event description:
Additional information received indicates surgery took place on (B)(6) 2024 wherein the ipg was repositioned in the pocket to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is having difficulty charging the ipg due to its too deep in the pocket. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated.